Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted on (B)(6) 2023. On the same day the sensor was inserted, the patient was on the couch when they started feeling shaky and lightheaded. The patient wanted to take a shower but decided not to because of the symptoms he was experiencing. It was reported that the cgm was displaying a normal value (value not provided). The patient tested their blood sugar and it was 119 mg/dl and suddenly "crashed". He checked his blood sugar again and it was 32 mg/dl. He went to get food and sat on the couch and passed out for about an hour. After regaining consciousness on his own, he tested his blood sugar and stated the value was increasing. The patient reported that they over ate and tested his blood sugar again and his bg was 262 mg/dl while the cgm was 314 mg/dl. The patient did not require medical assistance. At the time of the report, the patient was doing fine and was in stable condition. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the a zone of the parkes error grid (post event). The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.